Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed with no delivery during the prime process. The patient's most recent blood glucose was 78 mg/dl. Troubleshooting was initiated for the no delivery issue. The pump alarmed no delivery during the prime process when same set and reservoir was disconnected and reconnected to the pump. The infusion set was changed and the pump alarmed no delivery during the prime as well. When the reservoir was changed the customer was able to prime successfully. The original reservoir was returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.